Manufacturer narrative:
Analysis received the unit with watchdog set test failure during testing, problem isolated to motherboard. Analysis unable to verify motor error alarm. The motor passed motor test. There was no blank display noted.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 204 mg/dl at the time of incident. The insulin pump will be returned for analysis.